Event description:
It was reported that during an unknown procedure, the device worked properly on the first firing, but after the change of the reload the instrument locked out. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis results found that the instrument was returned in good visual condition and with no cartridge present. The instrument was noted to have the firing mechanism damaged. No functional test could be performed with the instrument as the firing mechanism was damaged. The instrument was disassembled to verify the condition of the internal components; the firing trigger teeth were found damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.